Event description:
Additional information indicated the pump was not working.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information, corrected device information, and the evaluation of the returned device. A titan otr pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the reservoir bladder. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to have uniform striation, indicating contact with sharp instrumentation. A separation was noted in the bladder of cylinder 1. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to have a melted appearance, indicating contact with cauterizing instrumentation. Partial separations were noted on the exhaust tube of cylinder 2. Testing revealed this to not be a site of leakage. Abrasion was noted on the exhaust tubes of both cylinders and inlet tube of the pump. No functional abnormalities were noted with the pump or cylinder 2. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separations in the cylinder 1 bladder and reservoir bladder occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, quality concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. The information received indicated the pump would not work, but because no functional abnormalities were noted with the returned components, quality cannot confirm the complaint as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot. No patient injury was reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction - mentor device 14 years old.